Event description:
Patient came to hospital operating room to have port-a-cath removed. Upon removal, it was discovered that the tip of the catheter had separated and was lodged in the right atrium. This was confirmed by xray. A portion of the catheter was removed, however, the portion in the heart could not be removed. The patient was told to see a cardiologist for removal. Removal by an interventionalist cardiologist occurred the next day and the sheared portion was removed without patient complication.